Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon was advancing the first clip, it tore the cystic duct. The bile leak was contained and the procedure was completed. Case completed with another device of the same product code. Device will not be released.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how was cystic duct repaired and bile leak contained? Yes. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Unknown. Was the device fired after this incident in or out of the patient? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.